Event description:
It was reported that this right ventricular (rv) lead was explanted due to a perforation through the septum. Capture thresholds were elevated and changes in impedance occurred. The lead was explanted due to physician discretion as the lead did not exhibit any damage or helix issues. No additional adverse patient effects were reported.